Manufacturer narrative:
Date sent: 08/21/2007. The analysis results for the instrument found that the obturator was returned with the clear lens cracked. However, the instrument was tested and could be inserted and removed from the sleeve with no anomalies noted. In addition, a test scope was inserted through the obturator and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy the endoscopic device did not fit through trocar. Another device was used to complete the case. No pt consequences were reported.